Event description:
It was reported that the vessel sealer extend jaws would not open or close. No further information was provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue was discovered when the instrument was installed to the arm. The instrument is available to be returned to isi. The customer answered unknown to all other questions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a dislodged c-style retaining ring on the grip ring. The retaining ring was found dislodged at the proximal end. This causes the jaws not to operate properly, leading to instrument failure during initialization. Additional observation related to the customer complaint: the instrument was found to fail during initialization. The instrument was place on an in-house system and failed initialization on 3 of 3 attempts. The system displayed the error, "self-test failed. Remove instrument." Review of master supervisory controller (msc) did not show any failures. Digital signal processor (dsp) logs were unavailable at this time. The dislodged c-style retaining ring on the grip ring was likely causing failure during initialization. The probable root cause of the dislodged c-style retaining ring is attributed to manufacturing issues related to assembly errors. The initialization failure was observed due to the dislodged c-style retaining ring on the grip ring, which indicates it impacted the instrument¿s functionality.

Event description:
Refer to h11 for follow-up information.